Manufacturer narrative:
The insulin pump was received with multiple horizontal lines of missing segments on lcd screen due to cracked zebra connector on lcd board noted. The insulin pump was unable to perform pump self-test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test, operating currents meas. And off no power test due to missing segments. The insulin pump was unable to verify weak battery alarms due to missing segments. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump had moisture damage on all electronic assemblies noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low and high blood glucose readings from the insulin pump. The customer stated that parts of the screen were missing and she cannot change her basal rates. The customer also stated that she had elevated low and high blood glucose readings. The customer declined to troubleshoot for the readings. The customer stated that the screen is getting progressively worse and she cannot see the words on the screen. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.